Manufacturer narrative:
(B)(4). Device evaluated with defect found. Most likely root cause is improper storage showing as black chemistry.

Event description:
Customer calling for himself and that his meter is displaying e-5 after the blood sample is applied. The customer confirms he fells wheel and has not required medical attention. Customer was unable to confirm when the test strips were first opened. Customer stated he keeps meter and strips storage in the kitchen, and that the test strips expire 09/30/2017. No adverse event reported.